Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump has a blank display. The blood glucose reading was 200 mg/dl. Prior to the event, the patient was in a swimming pool and the unit may have been exposed to fluid and moisture. The patient stated that the insulin pump display immediately went blank after the device was exposed to pool water. The customer's father stated that the unit gave an error alarm before going blank. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.